Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the mast handle was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The weld broke on the handle of the mast.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The weld broke on the handle of the mast.